Manufacturer narrative:
E1 initial reporter phone- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
It was reported to abbott a patient underwent a successful scs implantation and was happy with their therapy. Approximately 3 weeks later they were feeling more severe pain on the right side. Surgery took place where a second lead was added. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein patient had additional lead implanted to address the issue.